Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a solenoid valve required replacement. The piston within the valve accumulated build-up sufficient to prevent full movement of the piston. Pressure mounted from the detergent present in the line and forced the line to disconnect from the pump. The technician replaced the solenoid valve, reconnected the detergent line, and tested the unit. The unit was confirmed to be operating according to specification and returned to service. No additional issues have been reported.

Event description:
The user facility reported the detergent line disconnected from the pump on their 1327 vision cart washer and the detergent leaked onto the floor. No report of injury.